Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that the left ventricular (lv) lead exhibited significantly elevated capture threshold, resulting in intermittent loss of capture. Chest x-ray confirmed that the lv lead had dislodged into the main body of the coronary sinus (cs). The lv lead was explanted and replaced. The patient remained stable throughout the procedure.